Manufacturer narrative:
Dates estimated. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of thrombosis is listed in the xience sierra everolimus eluting coronary stent systems instructions for use, as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.50x23mm xience sierra stent was implanted in the proximal left anterior descending (lad) artery in 2017. Ten days post stent implant, the patient returned with in-stent thrombosis. Balloon angioplasty was performed as treatment. On (B)(6) 2020, the patient returned again with in-stent thrombosis. Angioplasty was performed. The patient was then referred for surgery. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.